Event description:
Per dealer, valve is leaking. Per independent repair statement, the unit had low o2 or yellow light. The key failure was the 4 way valve leaking. Additional malfunctions were the zip ties leaked, the pm kit was dirty, and the power switch had no alarm.